Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.

Event description:
Caller tested 3.0 inr on the coaguchek xs system. An unspecified time later caller was unable to speak properly and was taken to the hospital where a comparison lab returned as 1.96 inr approximately 2 hours after the meter result. Caller was diagnosed with a minor cerebral vascular accident (cva) in the thalamus. Caller was treated with heparin IV and released from the hospital 13 days later. Requested return of suspect system however caller no longer has the test strips.